Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called in to report that he was in a car accident while driving and emergency medical services had to come to the scene. The customer was unconscious until help arrived and his blood glucose level was 20 mg/dl. The customer was wearing the device at the time of the incident. The customer performed the self-test and the displacement test and they passed. The customer also reported that the insulin pump alarmed no delivery during a bolus. The customer's blood glucose level was 200 mg/dl. During troubleshooting, the customer found that the cannula was bent. The customer was sent replacement infusion sets and reservoirs, and was to return an infusion set.